Event description:
Patient had cardiac tamponade, a complication of heart catheterization, during a right heart catheterization for pfo (patent foramen ovale) closure procedure. The implant had not been implanted and the patient received emergency treatment. She was discharged from the hospital on (B)(6) 2004.